Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 00001847 number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. When starting an electrophysiology procedure in the clinic, the vizigo¿ sheath was passed to the surgeon. The doctor performed correct purging and introduction of the dilator, being careful not to do it improperly. After advancing the vizigo¿ to the patient's vascular access, it was evident that there was damage to the hemostatic valve due to uncontrolled return of blood. The electrophysiologist removed the vizigo¿ and changed it for a new one. The life of the patient was not at risk secondary to the damage of the vizigo¿. No patient consequences were reported.